Event description:
After md placed foley catheter, the rn noticed the blue cap on the hard plastic box portion had completely broken off. A new foley collection bag was applied immediately. No harm to patient. FDA safety report ID # (B)(4).